Event description:
A surgeon reported a patient experiencing a refractive surprise following intraocular lens (iol) implant surgery. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.